Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the ht70 ventilator had screen froze at photo image upon powering on. There was no patient involvement reported. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider stated that the condition was replaced and normal operation was confirmed.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. The sbc was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue verified. The root cause was isolated to software. Correction PMA/510k#: k090888. If information is provided in the future, a supplemental report will be issued.